Event description:
The customer from united kingdom contacted ascensia customer service to seek assistance with the contour® plus blue meter. During troubleshooting, it was found that the customer¿s blood glucose readings were not being stored in the meter¿s memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided. The contour® plus blue meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase. The contour® plus blue meter with sku # 7736e and serial # (B)(6) has 510k # of k241787 and UDI (B)(4). The device was distributed outside the us, therefore, no gudid information exists.